Event description:
It was reported that occlusion alarms occurred. There was no adverse impact on the customer's blood glucose level. Multiple attempts were made by tandem technical support to gather additional information; however, no response was received.